Event description:
During device evaluation at the customer site for a different issue, the philips authorized service personnel (asp) noticed the hardware error logs displayed a therapy pca failure. There was no reported patient involvement.